Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, opening, wear abrasion, broken plug strap, and missing piece of the plug strap. Leak test was performed and found opening on posterior/anterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening in the valve bond edge, and a sharp opening in the posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening in the valve bond edge and in the posterior due to an unidentified (tear) openings, and a broken striated edge in the plug strap. Initial reporter name and address: paperwork was sent back with correction to doctor's spelling of last name.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.